Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1; b4; b5; b7; d9; g3; g6; h1; h2; h4; h6; h11. Visual examination of the returned product identified signs of use (pits, gouges, tool insertion marks). Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10 - medical product: psn tib por 2 peg sz e r catalog # 42530007102 lot # 65627625. G2: australia. H3: customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure nineteen months post implantation due to tibial loosening, causing reduced congruency of bearing and instability. Tibial baseplate in situ shows delamination of the trabecular metal layer from the baseplate. No more information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g3; g6; h1; h2; h3; h4; h6; h10; h11. Visual examination of the provided pictures identified that the tibial tray in situ with the articular surface removed. The tm appears to be delaminating from the underside of the tibial tray. The explanted tibial tray again shows the delamination of the tm from the tray and some bony ingrowth. The images of the explanted articular surface show signs of use such blood and damage around the inserter mating slot. As the devices were not returned and the explanting technique not noted, no further evaluation can be completed or conclusions made concerning damage to the product. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. This compliant cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.